Manufacturer narrative:
Per tandem's t:slim g4 user guide: "do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user disconnected the luer lock connection and reported seeing air bubbles near the luer lock connection. The user's blood glucose level was 219 mg/dl. Reportedly, the user successfully primed the tubing to remove air bubbles and resumed insulin delivery.